Event description:
It was reported that 10 bd alaris smartsite extension set experienced loose connection. This is 2 of 2 related events. The following information was provided by the initial reporter: the luer lock site is too tight to rolling difficulty and male port didn¿t in the middle, it cause difficult connection with ic and blood exposure to clinicians 18-may-2023 - received additional information from complainant. The user feel more difficulty to spin the male luer lock adaptor than she used to. The spin male luer lock are combined by an inner luer slip component and a movable outer luer lock component. The user found that the central lines of inner and outer components are not always aligned. Hence, the friction may increase when the user spins the outer component. The difficulty may come from the structure misalignment or less lubrication between the two components.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 30-may-2023 investigation summary: one 20039e sample from lot 22055341 was received without packaging for investigation; residual fluid was present in the device. The feedback provided by the customer suggests leakage was detected from the male luer, with the customer experiencing difficulties in connecting the male luer to a b.braun catheter. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. Functional testing was performed by connecting the male luer of the returned sample to a bd three-way stopcock from stock, and flushing with fluid; a secure connection was established and no leakage was detected throughout testing. The sample was then subjected to pressure testing; again no leakage was detected from the device, with the two products remaining securely connected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055341 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported that 10 bd alaris smartsite extension set experienced loose connection. This is 2 of 2 related events. The following information was provided by the initial reporter: the luer lock site is too tight to rolling difficulty and male port didn¿t in the middle, it cause difficult connection with ic and blood exposure to clinicians 18-may-2023 - received additional information from complainant. The user feel more difficulty to spin the male luer lock adaptor than she used to. The spin male luer lock are combined by an inner luer slip component and a movable outer luer lock component. The user found that the central lines of inner and outer components are not always aligned. Hence, the friction may increase when the user spins the outer component. The difficulty may come from the structure misalignment or less lubrication between the two components.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.